Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the camera not shifting from 30 up to 30 down, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have no issues. Failure analysis found laser markings, damage and noise on the housing. The shell of the housing-button bezel was found to have mechanical damage; the desiccant container was also damaged or had loose desiccant balls. Discoloration of the housing and endoscope-bearing friction issues were noted. The complaint regarding the camera not rotating 30 up or 30 down was not confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera was not shifting from 30 up to 30 down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.